Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation under the right and back electrodes. It was described to be similar to a burn mark with raised skin, very red, and very sore. It worsened and because blistered that were open and weeping. Patient's doctor was made aware but there is no indication that the patient's doctor recommended anything. Follow-up attempts were unsuccessful, and the outcome of the irritation is unknown.